Event description:
Customer hospitalized due to low blood glucose. Troubleshooting performed. All programming in the pump was correct. Customer also has done a selft-test and passed. Customer mentioned when testing with the glucose meter link their blood glucose level was 77 while the ultra gave customer 189. Customer tested their blood glucose level with the ultra and dropped to 66.